Manufacturer narrative:
The lead was capped, therefore it will not be returned for analysis. As a result, the reported allegation cannot be confirmed. No subsequent device or clinical adverse events have been reported. The event will be re-evaluated if additional info becomes available. Loss of capture/sensing are recognized clinical events referenced in the device's labeling and/or reported in the medical literature. The device history records and the complaint files of the lead model were reviewed. No trend of the same or similar type was found or indicated.

Event description:
On (B)(6) 2015 the customer reported that this pt's ventricular lead was capped on (B)(6) 2015 for loss of capture and no sensing. No subsequent device or clinical adverse events have been reported. The lead was actively implanted for approximately 5 years, 6 months.